Event description:
Medtronic received information regarding a thermal therapy system being used during a soft tissue neuro ablation procedure. It was reported that three ablations with overlap were performed. During the first ablation, after the first pull back it was discovered that there was a high consumption of saline and they were running out of saline quite quickly. The manufacturer representative (rep) told the surgical staff to check the blue cap to see if the saline was leaking. A bit of saline was on the magnetic resonance imaging (MRI) (over some blankets they had placed on purpose under the head, and the system), but nothing very relevant. It was noted that it was normal when you open to do a pull back. After the second pull back during the thirdablation, they were still noticing the high saline consumption so the rep told them to re-check the connections. They then realized that the leakage was more important. At the end, the MRI did not work so they could not ablate the entire lesion. Once they decidedto move the patient out to check the leakage in further detail and try to dry the MRI, they ran the pump and checked that the leakage came from the blue cap of the catheter when the plastic protector of the fiber was no longer. They might have closed the blue cap a little bit tighter, but they were afraid of breaking the fiber. The rep asked the surgical staff to tighten the blue cap more, and after it was tightened there was no saline leakage. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
No products have been returned to medtronic for analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.